Event description:
It was reported to covidien on 5/21/2009, that a customer had a problem with a skin level device. The customer states after a period of time, the entristar could no longer be turned in the stoma and was leaking from around the stoma. The pt was referred to a specialized nutritional access team who tried to remove the entristar with an obturator, but with no success. The pt's skin around the stoma was excoriated, inflamed, and over granulated. The pt was sent to an endoscopy unit where a scope was used to visualize the internal retention bolster. The internal retention bolster was not attached to the stomach wall. The top of the entristar was cut off and forceps were used to try and pull the retention bolster through. The retention bolster was cut off inside the pt, and it appeared that the clear tubing was stuck in the stoma. After numerous attempts to remove the tubing, the pt was transported to the operating room and given a general anesthetic. A mini laparotomy was performed to remove the clear tubing from the stoma. A new gastrostomy tube was placed and the pt is stable, and has recovered and healed without issue.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.